Manufacturer narrative:
Continuation of d10: product ID tm91scs2 serial# (B)(6) product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller reports they met with representative (rep) yesterday and was able to connect the handset and communicator to the stimulator. Caller reports when they turn the stimulation on, they get a "pretty good sized shock" continuously. Caller states they had to call rep at 8:30 last night to turn off the stimulation because they were dying. Caller also reports they did not get to sleep until after 4am last night because their feet hurt so bad. Caller confirmed the stimulation was turned off. Agent walked caller through putting the handset into airplane mode and trying to connect to the communicator. Caller reported seeing the no device found message. Agent had caller try to connect again and caller reports seeing the green and blue lights on the communicators. The issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
Additional information has been received and b5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller stated they met with patient and all of the communicator issues were resolved. Technical services (tss) clarifying that for previous follow-up note, the caller didn't meet with the patient, their colleague did.